Event description:
Device 2 of 2. Reference MFR report#: 1624787-2013-23287. It was reported the patient experienced a headache the day after undergoing a permanent implant procedure. The patient indicated he had not informed the physician of the issue. To date, no symptoms related to this issue have been reported. The patient was admitted to the hospital following the implant procedure. However, the reason for the patient being admitted is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.